Event description:
It was reported that a device was reported to have the needle hub cracked and/or disconnected from the venipuncture needle device. The catheter was unattached near the hub upon discontinuation of treatment and removal. This required the patient to have a procedure that involved general anesthesia in an attempt to retrieve the catheter presumed to be inside the patient's vein. The catheter was leaking at insertion site and the intravenous catheter had to be de-accessed; a replacement was inserted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per customer: device was reported to have the needle hub cracked and or disconnected from the venipuncture needle device 4140. Photo attached. Catheter was unattached near the hub upon discontinuation of treatment and removal. This required the patient to under procedure that involved general anesthesia to attempt to retrieve catheter presumed to be still in vein. Catheter was leaking at insertion site and ivc had to be de-accessed. Another ivc was then required to be inserted.

Manufacturer narrative:
D4: UDI number is unknown. Event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).